Event description:
It was reported that the pump had a failed internal battery. There was patient involvement. There is no patient harm/adverse event reported.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was damaged and there was liquid in the battery compartment. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Review of the event history log was not applicable. Functional testing was able to duplicate the customer reported problem. The investigation determined that the cause of the issue was the liquid in battery compartment. The battery compartment and dso seal were replacement.